Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent 5f, the stent deployed, but the core/tip of the deployment system dislodged inside the patient. Retrieval attempts failed, and the patient required surgical cutdown. The patient status unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Additional complaints have not been reported for this lot, previously. Investigation summary: the returned sample is in used condition with activated deployment mechanism, and without stent that reportedly has been deployed inside patient. The inner catheter cardan tube is broken twice at the proximal end close to the grip, and at the distal end; the distal end of the cardan tube including tip, and both 1/4 rings is missing. Catheter kinks and compressive crinkles are present on the system leading to blockage, which are considered consequence of the reported event because the stent could be deployed successfully. The investigation leads to confirmed result for break and detachment of the inner catheter cardan tube inside patient, and catheter deformation. An indication for a manufacturing related cause could not be found. In this case 6fx45cm introducer with a stiff guidewire and a 0.014" guidewire were used for access, the vessel was not tortuous but calcified, and the lesion was pre dilated. The guidewire was running smoothly inside the system, and the user did not experience difficulty during deployment nor during insertion/ removal. During deployment, the system was correctly held at the stability sheath. Based on the information available, the investigation is closed with confirmed result for break and detachment of the inner catheter cardan tube inside patient, and catheter deformation. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use (IFU) states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the IFU states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' The IFU further state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. (...) Insert a guidewire of appropriate length and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter (...)'. Regarding insertion and removal difficulty of the delivery system the IFU states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. G3, h6 (device, method, result). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent 5f, the stent deployed, but the core/tip of the deployment system dislodged inside the patient. Retrieval attempts failed and the patient required surgical cutdown. The current status of the patient was unknown.